Manufacturer narrative:
The x-ray images were obtained and induction testing was performed in the alternate vector which worked well with very small amplitudes during ventricular fibrillation. After the induction testing it was noted that heavy artifacts were seen in the alternate vector when the patient was touched between the tip and ring. Suspected air bubbles were noted and therapy was turned off to see if the air bubbles would disappear. After review of the x-ray, it was noted that the electrode was not in a perfect positon but the reason for the artifacts in the alternate vector was not able to be determined. A request for further technical review was requested. Ts noted that the tip of the electrode was too far lateral and there was also an s shape in the shocking electrode. The lateral image was difficult to visualize but it appeared that the electrode was not down directly to the sternum, especially between the sensing electrodes. Ts noted that this could be why when you are pushing in the this area that it translates to movement of the tip of the electrode. Ts noted that movement of the electrode should be minimized as it can lead to the artifact in the sensing even if there is not an air pocket present. If there was a potential air pocket the movement could also be bring the tip electrode in and out of that pocket. Ts discussed that it would be best to reposition the electrode so it is parallel with and directly down on the sternum the entire length of the electrode. Ts also discussed that the electrode could be moved a little bit lower as well. Further information noted that the physician was happy with the system placement. Another defibrillation threshold (dft) test was performed in alternate and all went well. As a result, the patient was sent home and will be monitored appropriately.

Event description:
Boston scientific received information that following the implant during induction testing undersensing was noted in the primary vector with very small ventricular fibrillation amplitudes. After thirty seconds the patient was externally defibrillated and another test performed in the secondary vector was unsuccessful. The alternate vector was successful. It was noted that there were many artifacts in the secondary and alternate vector resulting from air entrapment at the top of the electrode which could be removed by pressing against the chest of the patient. The primary vector was not affected by this, no artifacts reproducible, and no artifacts during the testing. The physician wanted to know the reason for undersensing in the primary vector as the air entrapment was not suspected there. Another induction test was scheduled for the next day. A request for review was needed by boston scientific technical services (ts). An x-ray was also going to be performed. A review by ts noted a lot of variability of the amplitudes in the primary vector which could have resulted in undersensing. Ts suspected that this issue was related to the position of the electrode or the presence of air as the signal is not showing any evidence of artifact. Ts discussed that an x ray would be helpful to determine the electrode and the device are in a good position to capture as much heart mass as possible for both sensing and appropriate defibrillation.